Event description:
From the reporting caregiver: I encountered a faulty spiros. I could not get it to connect to my IV tubing line. I was able to securely replace it without issue, using another spiros that had the same lot number.